Manufacturer narrative:
Results: a visual inspection of the returned product shows one haptic is torn off & missing. There is clear surgical residue on the lens. Conclusions: no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The reporter stated that the surgeon was inserting a three piece collamer lens cq2015 and the lens haptic tore off. The lens was removed with no pt injury.